Manufacturer narrative:
The cause for the discordant advia centaur xpt tnih result is being investigated. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." MDR 1219913-2018-00243 and MDR 1219913-2018-00244 were filed for the same event.

Event description:
Discordant high advia centaur xp high-sensitivity troponin I (tnih) results were obtained on two samples from the same patient at the (B)(6) hospital. The patient was transferred to the (B)(6) hospital ((B)(6)). Another sample from the same patient was collected and tested on an alternate method. The result was negative. The patient samples have been sent to the (B)(6) main lab (in (B)(6)) to be tested with the advia centaur xp troponin ultra (tni-ultra) assay. The results were lower. Both patient sample collections have been repeated on both the advia centaur xpts at the (B)(6) lab by siemens applications specialist and the results were high. The samples have also been treated with scantibody blocking tubes. However, the high results did not show any interference. It is unknown if patient treatment was altered or prescribed. Patient was admitted to hospital and transferred to (B)(6) hospital. There was no report of adverse health consequences due to the discordant tnih result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2018-00251 on october 01, 2018. On 10/10/2018 additional information: the laboratory's pathologist provided the information below: the patient is a 54 year old female. Past history: marfans syndrome: multiple pneumothoraces (collapsed lung) thoracic aortic dissection managed with graft in situ gastroesophageal reflux disease subdural haematomas cva (stroke) coronary artery disease: nstemi. Coronary stents. Recent (B)(6) hospital admission, monitored only, then discharged. No procedures. Medication: warfarin; ramipril (ace inhibitor); bisoprolol (beta blocker); ranitidine (anti acid production); ferrogradumet (iron); norimin-1 (hormone replacement); aspirin; latanoprost drops (glaucoma); brimonidine drops (glaucoma); desvenlafaxine (snri antidepressant). The advia centaur xp tnih result is reproducibly elevated on two different draws from the patient. These same samples were elevated on the advia centaur tni-ultra as well, though not as significantly as on the tnih method. Quality control is within acceptable ranges for both tnih and tni-ultra. Heterophile blocking tube was negative. The patient samples gave a low result on roche troponin t. Troponin t is a different test than both tnih and tni-ultra which are troponin I specific methods. Siemens has no claim for tnih correlation to troponin t on roche. The methods use different antibodies which are specific to different epitopes on the troponin molecule. The patient has a history of stroke and coronary artery disease. Nstemi (non-st elevation myocardial infarction) and aortic dissection. While the exact root cause of the differing results per method cannot be determined, a sample specific interferent other than a heterophile ie macrotroponin can not be ruled out. There is no additional sample that has been stored according to the IFU sample handling instructions that is available to be sent in for testing. Also based on the patient history, some chronic elevation of the troponin I in this patient due to a disease state other than an ami can not be ruled out. The cause for the discordant advia centaur xpt tnih result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2018-00243 supplemental report 1 and MDR 1219913-2018-00244 supplemental report 1 were filed for the same event.